Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: moisture corrosion was observed inside the pump to the display screen. The returned battery and cartridge caps were used to complete testing. The pump was unable to be powered on and was found to be completely unresponsive. Further testing was prohibited to adequately investigate the call service alarm complaint. The pump¿s cover was removed and moisture corrosion was found to the continuous glucose meter module, the display screen, and to the printed circuit board/power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.